Event description:
Philips received a complaint from the customer on the v60 indicating that the touchscreen was not functional on the bottom half of the display. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the touchscreen failed calibration and that parameter changes could only be made on the top half of the screen. The rse advised the customer to replace the touchscreen to correct the reported issue and provided the part and price of the replacement touchscreen to the customer for repair. The investigation is ongoing.

Manufacturer narrative:
H10: per the servicemax case, the customer ordered a replacement touchscreen and wanted to confirm the testing that needed to be performed after replacing touchscreen. The remote service engineer (rse) informed the customer that the manufacturer's recommendation is to perform electrical safety (section 9.4) and ventilator controls (section 9.6) testing. Multiple attempts have been made on 04/25/2023, 05/02/2023, 05/09/2023 and 05/15/2023, to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.